Event description:
Device 1 of 2. Reference MFR report#: 1627487-2013-11076. The pt had two leads (one of the leads was for off-label use). It was reported the pt underwent surgical intervention on (B)(6) 2013 due to receiving ineffective coverage. X-rays revealed no anomalies. During the procedure, one of the leads was repositioned and the lead for off-label use was explanted and replaced (with a different model). Surgical intervention resolved the pt's issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.